Event description:
The customer stated that he collapsed and was hospitalized for low blood glucose levels. The reported blood glucose reading at the time of the call was 194 mg/dl. The customer stated that nothing unusual happened prior to collapsing. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump also passed the displacement test. The customer also stated that he was taking antibiotics for an infection at the time of the hospitalization. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.